Event description:
During product service by a service technician, a flogard infusion pump was found to have a broken power supply. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection identified a broken power supply. The cause of the broken power supply was not determined. To correct the condition, the power supply was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.